Manufacturer narrative:
The product is availabe for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty to a shunt anastomosis located in the basilic vein, the balloon ruptured at 6 atmospheres. The patient was a 56 year-old male. The vessel had severe calcification, moderate tortuosity and a 99% stenosis was present. The product was prepared and clinically used as per the IFU. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The product was advanced to the lesion over the guidewire, and the balloon was inflated using an indeflator, however, the balloon ruptured at 6 atmospheres. The physician carefully removed the balloon from the patient's body, and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.